Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) reused single-use supplies during fill one of five of peritoneal dialysis therapy. The hp stated that they had only changed the supply bag. Proper procedures were reviewed with the customer. The technical service representative (tsr) advised the hp that by changing only one piece of the setup, that they had compromised the set up and can't use the supplies attached. The tsr reminded the hp if they believe one piece of the setup has failed, they have to change the entire set up. The tsr assisted the hp with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.